Manufacturer narrative:
(B)(4). Date sent: 7/10/2024. Correction: h11 investigation summary. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. The device was disassembled to verify the condition of the internal components and no anomalies were found. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch c9dg7a, and no non-conformances related to the reported complaint condition were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Generator log analysis: sequence #53. Har1136. Batch: c9dg7a. Serial#: 413. Total # activations: 8. All activations are power level 5. Activation times look normal. Abuse times look normal < 2 sec. None of the activations started with the jaws fully closed. No activations had ctm activated. Total use time: 3532 sec. Total activation time: 39 sec.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. B3: event year only reported: 2024. D4 batch #: c9dg7a. Additional information was requested and the following was obtained: what is the surgeon's experience with device and harmonic technology? 20+ years. What was the indication of the procedure? Parsesophageal hernia. What was the actual vessel that was sealed/cut?probably not a named vessel, but a lesser curve branch of left gastric artery. What was the approximate compressed width of vessel during the sealing process? Probably 3-4mm. Was the vessel skeletonized or taken with surrounding connective tissue? It was taken with surrounding tissue. Was any sticking observed during the use of the device? Not exactly what ¿sticking¿ is referring to, but if you mean it stuck to the tissue being divided, I do not remember. What power level used on the generator? Default setting. Was the advanced hemostasis mode used? No. Was the att tone heard? I can¿t remember, once bleeding started I really wasn¿t paying attention. Were there any tones heard before opening the jaws? Same as last question. What the device fully latched when activated? Yes. Was the tissue/vessel fully compressed with the device was activated? Yes. Is the generator log available for engineering review? Our biomed department said there were no error codes listed. What is the estimated blood loss? 1300ml. Were any blood products given? Two units of packed rbc¿s. What is the patient's current status? He made an uneventful recovery and went home one week after surgery . Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. The device was disassembled to verify the condition of the internal components and no anomalies were found. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch c9dg7a, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic touppe procedure and at the start after releasing the jaws it started to start bleeding and didn't seem to be vessel related. He had to open the patient to suture both areas of the bleeding areas. Patient ended up in ICU due to large amount of blood loss.